Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the device failed flow transducer test during pre-use check. Air gas module was checked and replaced to resolve the issue. The device passed all performance tests and was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).